Event description:
It was reported that the programmer would not power up. Another power cord was tried, with the same result. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed that the programmer would not power up, the power supply was out of electrical specification. It was also noted that the system fan was noisy. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).